Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an meniscus repair surgery, the ultra fast-fix suture fell off from t2, therefore, t2 could not be deployed. The procedure was successfully completed using a back up device. It is unknown if there was a significant delay. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5.

Event description:
It was reported that, during an meniscus repair surgery, the ultra fast-fix suture fell off from t2, therefore, t2 could not be deployed. T1 had been removed in the patient. The procedure was successfully completed using a back up device. It is unknown if there was a significant delay. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5: event description updated. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported part and batch number. The image also revealed the device was outside of original packaging. The depth tube has been cut. The t2 anchor was attached to the needle without suture. The suture and t1 were not imaged with the device. No physical damage visible. A visual inspection revealed the device was received outside of original packaging. The t2 anchor was attached to the needle without suture. The suture and t1 were not returned with the device. No physical damage visible to the needle. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an meniscus repair surgery, the ultra fast-fix suture fell off from t2, therefore, t2 could not be deployed. T1 was removed from the patient. The procedure was successfully completed using a back up device. It is unknown if there was a significant delay. No further complications were reported.